Event description:
It was reported that the device was double beeping, and it was found during testing. There was no patient involvement and patient harm. The device evaluation noted a defective downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a defective downstream occlusion sensor. The sensor was replaced and then device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.